Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40s mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. During troubleshooting, the pump time was observed to be off by 1.5 hours. Customer was assisted with correcting the time. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Correction: section d - model, catalog, serial and UDI numbers; section h - device manufacture date.